Event description:
Upper lobectomy. Plc60 was loaded with plcr60gt and was fired. When the device was opened, it revealed under-formed and malformed staples on the entire staple line. Sutures were placed to complete the case.

Manufacturer narrative:
Reported condition: on third firing of the plc60 with green load the device was loaded and displayed "ready". Device was closed onto tissue into firing range and fired. When device was opened, it revealed that the entire staple line had underformed and malformed staples. Plcr60gt load was stuck to tissue. Bad staple line was repaired with suture. See scanned pages.